Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had the second button on the top row of the keypad was stuck. This occurred during setup in the infusion clinic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "second button on top row of keypad does not mark all presses" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the damaged softkey in row 2 column 1. The keypad required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.